Event description:
Asr revision. Hip(s) to be revised: right. Reason(s) for revision: pain.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number . Reason for original complaint ¿ asr revision bi-lateral. Hip(s) to be revised: right. Reason(s) for revision: pain/metallosis. This dint is for the right hip revision. For the left hip revision please see (B)(4). Update: added type of product and added 2 products and amended 1 product. Received: (B)(6) 2012. Asr xl. Date of revision, taken from claimsuite dated (B)(6) 2013. Date received (B)(6) 2013 - reason for revision - metallosis. Additional information received from crawford's, added stem. This complaint was updated on (B)(6) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason(s) for revision: pain/metallosis.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.